Event description:
It was reported that loss of high voltage therapy and low defibrillation impedance were noted on the right ventricular (rv) lead resulting in extended arrhythmia. The arrhythmia self-terminated. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The explant was estimated to have occurred in (B)(6) 2022. Session records were provided for review by technical services. Analysis of the session records indicated that the low defibrillation impedance and loss of high voltage therapy event was sensed by the device. No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. Externalized conductors were visually observed on the rv lead. The patient was in stable condition.